Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the integrated electrosurgical unit (erbe) and e-100 generator. Both units fired successfully. Fse noticed 25913 error pointing to e-100 and replaced the e100 as a precaution. Fse test drove the system and verified as ready for use. Isi received the e-100 generator and completed the failure analysis investigation. The reported issue could not be replicated. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. Vessel seal extend instrument was tested with a saline dipped gauze in the jaws and fired with yellow pedal/sync activations, cut/seal about 100 times. E-100 generator worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted small bowl resection surgical procedure, customer reported that they were unable to apply energy from the integrated electrosurgical unit (erbe). Prior to calling in, the customer tried several instruments and energy cords, but the issue persisted. Technical support engineer (tse) inquired if the customer experienced any tones when attempting to fire energy and the customer stated there was no tones. Tse inquired if customer was able to see associated universal surgical manipulator (usm) on erbe display and customer confirmed they could. Tse was not able to troubleshoot further since customer was not on site. There was no reported injury.